Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that the helix extends and retracts smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead helix would not extend even after numerous attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event. Helix would not extend. Made numerous attempts while trying to place the lead. Also attempted to extend after removing from the patient and was not successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.